Manufacturer narrative:
Updated d2a "common device name" from electrosurgical, cutting and coagulation and accessories to blade, saw, general & plastic surgery, surgical. Alleged failure: part of the knife broke off in the patient's knee. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied by the user such as (bending or prying, which may cause the arthroscopic shaver blades to bend or break). The blade came in contact with a hard object, causing damaging the teeth, and hitting the housing edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. The broken piece was recovered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The broken piece was recovered.